Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00415.

Event description:
This is 1 of 2 reports. A customer reported that the lever of the a2101 mayfield ultra base unit was closed with a transitional in the handle. There was no known patient involvement or delay in surgery.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The handle was closed without a 6 inch transitional being inserted. The unit was received with the shock cushion worn from routine use. The unit was received without the 6 inch transitional. Adjustment wrench has worn threads. The complaint was confirmed. The definite root cause of the observed condition could not be reliably determined.